Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: an image was received, and it is possible observe syringe damaged ¿ barrel cracked. DHR review: it was verified the batch record and the manufacturing date for this batch was june 17th to 21th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: the maintenance order (B)(4) potentially related to the defect was observed. Conclusion: the probable cause for the defect is related to a syringe jam at marking machine, allowing the damage product flow of the process. To correct the defect the maintenance order (B)(4) concluded at 21 june 2017 was performed.

Event description:
It was reported that a bd plastipak¿ syringe was cracked prior to use. There was no report of injury or medical interventions.